Manufacturer narrative:
Based on a revision to the risk analysis for the triton infusion pump, in which severity ratings for certain issues were revised, walkmed infusion performed a retrospective review of product complaints for triton infusion pumps. Complaints reassessed as having the potential for severe injury or death are now deemed MDR-reportable. As a result of walkmed's retrospective review, this MDR is being submitted beyond the 30 day time-frame.

Event description:
During treatment, a component detached from the drip chamber and caused a medication leak.